Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis stations were on critical override. A technical support specialist dialed into the server, found no dc flag on carefusion coordination engine (cce), no issues were detected on the enterprise server (es) side, and the messages were current. Logged into health sight viewer (hsv) and noted that pharmacy orders were delayed due to the station being down. Devices were on critical override due to a communication issue. The tss restarted the data synchronization service, external messaging service, and all dot network services. Ran the query again, and all systems appeared to be functioning normally. The tss then called and spoke with the customer; while on the call, health sight viewer (hsv) notices cleared. The customer verified that everything was working correctly, all delayed data had been cleared, and the epic/pyxis interfaces were connected properly. The issue was resolved, and the customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server stations were in critical override mode. The pyxis application servers were confirmed to be up, and verification of the interface server status was requested. The customer reported that the interface server was swpmseap1004 and the application server was swpmseap1006. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.